Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues event on (B)(6) 2026. The patient reported that adhesive wasn't sticking properly to their skin. No further information available.